Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during induction testing at the implant procedure, the device did not recognize ventricular fibrillation (vf) as it was marked as noise. All vectors were tested and the physician selected primary. Vf was induced and the device appropriately recognized and treated the the rhythm. No additional adverse patient effects were reported.